Event description:
The customer reported that the system exhibited a communications error and failed to boot up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard disk was formatted and the system software and calibrations were reloaded. The system was tested and found to be working as intended and returned to service.